Event description:
Reporter indicated that a dell handheld computer was displaying ilegal operation error messages and would not allow for troubleshooting, indicating a possible software malfunction. It was noted the reporter was using the stylus to touch the screen instead of pushing the correct buttons on the computer. No further info is known.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.